Manufacturer narrative:
Summarized patient outcomes/complications of prosthetic valve endocarditis after aortic valve replacement: differences between biological and mechanical prostheses] were reported in a research article in a subject population with multiple co-morbidities including prior cardiac surgery, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, prior stroke, peripheral arterial disease, and dialysis. Some of the complications reported were surgical intervention, hospitalization, bleeding, myocardial infarction, stroke, abscess, paravalvular leak, endocarditis, thrombus, pannus these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
The article, "prosthetic valve endocarditis after aortic valve replacement: differences between biological and mechanical prostheses", was reviewed. The article presented a single center, retrospective study to compare the incidence of re-intervention because of prosthetic valve endocarditis (pve) between bioprosthetic and mechanical valves. Devices included mitroflow, trifecta, sjm epic, carpentier edwards perimount magna ease, mosaic, ats mechanical valve, sjm regent, and sorin bicarbon slimline/carboseal valsalva. The article concluded that according to this single-center, observational, retrospective cohort study, aortic valve replacement (avr) using biological prosthesis is associated with re-intervention for pve compared to mechanical prosthesis. Further investigations are needed to verify these findings. [The primary and corresponding author was mohamed soliman-hamad, catharina hospital eindhoven, eindhoven, the netherlands, with corresponding email: mohammed.soliman@catharinaziekenhuis.nl]. The time frame of the study was from january 1998 to december 2019 with the end date of follow up on 01 march 2020. A total of 5983 patients were included in the study, of which 42.4% received an abbott device. The average age was 73.1 years for the biological prosthesis group and 61.4 years for mechanical prosthesis group. The average gender was male. Comorbidities included prior cardiac surgery, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, prior stroke, peripheral arterial disease, and dialysis.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.